Event description:
It was reported that, the user experienced elevated blood glucose following a site and supply change. A fingerstick reading of 394 mg/dl was obtained after dessert intake, and drops were observed in the tubing. Symptoms included hyperglycemia. The user was advised to change the infusion site and subsequently resumed insulin delivery, after which glucose values returned to the target range. The outcome included recovery without medical intervention or hospitalization and a return of glucose levels to near-normal values. The investigation included phone-based troubleshooting and education, verification of tubing flow, and confirmation that insulin delivery had resumed. The investigation revealed that a missed meal announcement and a likely infusion site issue contributed to the hyperglycemia. Device function was restored following site replacement, and no alerts or alarms were reported. Based on previously established findings for similar reports, user-related factors, including a missed meal announcement and an infusion site issue, were determined to be the most probable causes. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.